Event description:
It was reported that the display on the customer's device was showing orange spots and the device was completely inoperative. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio further evaluated the removed pcb assembly and determined that the cause of the reported failure was due to a corrupted flash on the memory pcb assembly.